Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer attempted to change her infusion set. The customer received a compromised force sensor system alarm. The customer stated that she experienced high blood glucose levels all night. Customer stated that she ran out of insulin within two days. Nothing further reported.